Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that when the nav6 embolic protection system (eps) was removed from the package, it was noted the tip of the barewire was damaged, the tip coils were stretched and broken. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stretched coils were confirmed. The reported break was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation determined that the reported difficulties were due to operational context. It is likely that the tip of the barewire became damaged during handling or removal from the packaging. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when the nav6 embolic protection system (eps) was removed from the package, it was noted the tip of the barewire was damaged, the tip coils were stretched and broken. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.